Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work properly. Two weeks later, the patient had the artificial urinary sphincter replaced due to a hole in the balloon. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observation of a hole in the balloon component of the return ams 800. The observed damage was determined the most probable cause of the reported events. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 800 was thoroughly analyzed. The balloon was visually and microscopically inspected, and tested for leaks. Scaling was identified on the balloon and a pinhole fluid leak was identified within a cluster of the scaling. The balloon was not functionally tested because of the confirmed damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 hazard analysis lists device has a fluid leak as a potential adverse event associated with implant of this device. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work properly. Two weeks later, the patient had the artificial urinary sphincter replaced due to a hole in the balloon. Following the surgery, the patient was stable, improved and the event resolved.